Event description:
Customer reported an inform system 1 blood glucose result of hi, which on the inform system indicates a result in excess of 600 mg/dl, and 140 mg/dl within 10 minutes on inform system 2. Customer reported no patient symptoms, treatment unknown. No adverse event reported. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
This medwatch is for inform system 1.